Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, it was reported that the pump date was incorrect. During troubleshooting with tandem technical support, corrected the customer the date and resumed insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer miscalculated the amount of carbohydrates consumed and requested a larger bolus than needed. Customer consumed carbohydrates to address bg level. Customer reverted to manual injections for insulin therapy.